Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Additional information received from the field representative indicates that the pacemaker was disconnected and reconnected once new leads were placed. There were no additional adverse patient effects reported. The pacemaker remains in service.